Event description:
The customer reported via phone call that the insulin pump had an unresponsive up arrow key. The customer did not provide the blood glucose reading. The customer was unable to verify his contact information and advised that he would call back when he obtained the necessary information for documentation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.